Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 197 mg/dl. Multiple attempts were made by tandem technical support to ensure backup therapy was obtained; however, a response was not received.